Manufacturer narrative:
The complaint was not confirmed. No problem found. The evaluation did not identify any issues relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a burning smell was noticed. There was no harm for patient, operator or third party reported. This was noticed during incoming inspection. No further information received.